Event description:
It was reported during surgery the pacemaker experienced noise on the electrogram with no pacing or no magnet placement. The device returned to proper function post-surgery and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.